Manufacturer narrative:
Submit date: 11/30/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a lite glove. The customer stated the pack contained a cracked light handle cover. The customer provided two possible lot numbers: 613137464x or 615237764x. Additional information has been requested with no response. If additional pertinent information becomes available, the report will be updated.